Manufacturer narrative:
Device evaluated by manufacturer: the advancer and burr catheter were received together with a partial rotawire in the device. The other portion of the wire was returned separately. The partial wire was removed from the device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. Functional testing was performed with a test rotawire and was attempted to be inserted into the burr tip and would not pass the damaged coils inside of the burr. The rotawire was then inserted into the proximal end of the rotablator burr device and it advanced all the way through the device stopping at the damaged burr. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotaburr became stuck on the rotawire and the rotawire fractured. A target lesion was located at coronary artery. A rotawire and 1.25mm rotalink plus were selected for use. During preparation, upon setting the rotational speed, it was noted that the burr and the wire got stuck. Subsequently, the wire broke in two pieces due to heat and friction. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the rotaburr became stuck on the rotawire and the rotawire fractured. A target lesion was located at coronary artery. A rotawire and 1.25mm rotalink plus were selected for use. During preparation, upon setting the rotational speed, it was noted that the burr and the wire got stuck. Subsequently, the wire broke in two pieces due to heat and friction. The procedure was completed with another of the same device. No complications reported and patient was stable.